Event description:
Event description guidant received information from the patient that he was dissatisfied with the model 1861 implantable cardioverter defibrillator (ICD) programming as it allows his heart to drop to 30 bpm. In addition the patient was not happy with the physicians pain management practices during the implant procedure or the replacement device (h179-101583). Patient requested that guidant include anesthesia recommendations in the physician's/patient manual. The patient reported feeling painful stimulation in the implant pocket every morning at 4 am. An invasive procedure confirmed that the non-guidant atrial lead had become dislodged. Guidant received additional information in march 2004 that the patient was experiencing pocket stimulation once again.